Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR report: 1627487-2014-02752. Reference MFR report: 1627487-2014-02754. It was reported the patient is no longer using his scs system due to discomfort and not receiving any pain relief. Follow-up identified the patient's entire scs system was removed on (B)(6), 2014.